Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic component problem; cause traced to component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The bronchovideoscope was returned to the service center with a report of failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, no image was found. There was no patient involvement.